Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had dyskinesia symptoms after their implantable neurostimulator (ins) was replaced the day prior to this report. The patient¿s previous ins was replaced due to normal battery depletion. The patient had contacted their healthcare professional (hcp) about the symptoms. The ins was on and okay when the patient checked the ins with patient programmer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.